Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
Device history record review confirmed the manufacturing lot was manufactured per specification and all raw materials met specification. The root cause of the complaint cannot be determined. And the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Doc was not able to get the insert in to the tibia component. Used another insert. Pfc sigma ps insert 2.5 did not fit in 2.5 tibia implant.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).